Manufacturer narrative:
The reported incident that unknown_selzach_product (fibula plate) was alleged of issue s-93 (patient or user related) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the currently available information, the root cause can be attributed to a user-related issue. The event description reports that the patient has diabetes. As stated by the instruction for use 'v15013 rev m non active implant IFU ot-IFU-105 rev 2', conditions attributable to diabetes can cause premature loss of rigid fixation with the bone. This kind of adverse consequences are clinically related rather than device related. Notes. The instruction for use (v15013 rev m non active implant IFU ot-IFU-105 rev 2) was reviewed: ''the physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Adverse effects: in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: conditions attributable to non-union, osteoporosis, osteomalacia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.'' [Original statement(s)] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient suffered an ankle fracture approx 1 year prior and now required an ankle fusion of the right ankle. Patient is a diabetic and revision was due to bone collapsing, not due to product failure of the fibula plate. Surgeon removed fibula plate and implanted a t2 ankle orthodesis nail.

Event description:
Patient suffered an ankle fracture approx 1 year prior and now required an ankle fusion of the right ankle. Patient is a diabetic and revision was due to bone collapsing, not due to product failure of the fibula plate. Surgeon removed fibula plate and implanted a t2 ankle orthodesis nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Unk sel fibula plate.